Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing no delivered when required caused by cardiac perforation. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing no delivered when required caused by cardiac perforation. Cardiac effusion and hemothorax were observed. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Added missed patient codes and corrected description of event. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.